Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: six (6) months post implantation. It was reported that on (B)(6) 2010, the patient underwent a direct stenting procedure with two xience v stents implanted overlapping each other. The mid left anterior descending artery had an 80% de novo lesion that had no calcification or tortuosity. On (B)(6) 2010, the patient experienced chest discomfort and shortness of breath and came to the emergency room, but was transferred to another hospital on (B)(6) 2010 and underwent percutaneous coronary intervention receiving two new stents at the target lesion site. The adverse event was resolved without sequela on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.